Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with syncope. The right ventricular lead exhibited low impedance and loss of sensing and capture. X-ray revealed an insultion anomaly. The lead was capped and replaced.